Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 30mg/dl; cause was unknown, however, the customer noted that they delivered multiple boluses earlier in the day which may have contributed to bg level. Juice and a glucose tablet were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.